Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and passed visual inspection. However, the ipg was not able to be recharged in three four-hour charge cycles and exhibited short circuit. The ipg was likely damaged during the non-device related surgery by electrocautery use. Exposing the ipg to a high voltage transients or high radiofrequency energy can cause this type of damage. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause is due to an unintended use error which caused or contributed to event.

Event description:
It was reported that the ipg would not turn on following a non device related surgery. It was noted that electrocautery was used during the non device related surgery. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg will not be returned. Electrocautery per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the ipg would not turn on following a non device related surgery wherein electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Electrocautery per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.